Event description:
Additional information received reported that the patient had a fall and the implantable neurostimulator (ins) ¿shifted,¿ and resulted in a revision surgery which was previously mentioned. The manufacturer¿s representative (rep) was present at the patient¿s surgery but had not shown up for the patient¿s follow- up appointments (the most recent being (B)(6)) to set adaptivestim. A request was made to speak with the rep. The patient¿s next appointment with the healthcare provider (hcp) was scheduled for (B)(6) at 2:30 and a request was made to have the rep. Be there to set-up stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer¿s representative (rep). An appointment was scheduled for (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there was pain and the patient had a revision yesterday due to a previous fall. There was post-op pain due to a large incision that had to be made. It was later reported that it was a battery replacement. There was a revision of the spinal cord stimulator (scs) battery on (B)(6) 2015 due to a pain scs battery. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).